Event description:
On 20-nov-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 50 mg/dl. The user was able to treat the low bg by oral glucose and glucagon with assistance from a caregiver. The user was transported by ems and admitted to the hospital on (B)(6) 2025 where they were treated with manual injections and discharged on (B)(6)2025. Patient has since resumed use of ilet device.

Manufacturer narrative:
The user experienced a low blood glucose event that required ems assistance and hospital evaluation, during which the ilet was removed in the emergency department. Available information indicates a meal announcement was made while the user¿s bg was already low, which may have contributed to the reported hypoglycemia; however, no malfunction of the device has been identified. The device was not returned for evaluation, and a follow-up report will be submitted once the investigation is completed.